Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was 150 mg/dl. The customer states the pump is not rewinding. Troubleshooting was performed for pump error. The customer states is unable to complete pump rewind. Explained pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. There were no pump error 37, no pump error 130 alarms and no pump error 43 during testing.